Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment the valve was at 2-3 millimeter (mm) on both non-coronary cusp (ncc) and left coronary cusp (lcc). On the final release from the delivery catheter system (dcs), the valve dislodged into the ventricle and there was moderate paravalvular leak (pvl). A non-medtronic valve was implanted successfully and resolved the pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that prior to the implant of this valve, sizing was determined via magnetic resonance imaging and a non-contrast computed tomography. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22mm non-medtronic balloon. During the implant, the deployment starting point was the bottom of the pigtail catheter. A moderate-severe paravalvular leak was noted. Subsequently, a post-implant bav was performed using a 30mm non-medtronic balloon. Following the bav, the valve dislodged ventricular at an implant depth of 16mm on the non-coronary cusp and 16mm on the left coronary cusp. It was reported that a possible flaring of the left ventricular outflow tract contributed to the dislodgement. A non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Conclusion: the valve remains implanted, therefore no product analysis will be//can be performed. Medical safety assessment indicated that the reported paravalvular leak after valve placement required a balloon aortic valvuloplasty, which then resulted in valve dislodgement and the subsequent implant of a non-medtronic valve. The primary event of valve dislodgement is assessed as likely related to the medtronic fx valve based on the reported valve dislodgement following the post-implant balloon aortic valvuloplasty. Dislodgement is a known potential risk associated with the implantation of the fx valve and all reported adverse events and severities are documented in the risk files and instructions for use (IFU). Two cines were provided for review. The image confirmed an implant depth of 2-3mm on both the non and left-coronary. Although there was no evidence provided, the report states that the valve was released after this assessment. The depth assessment at 80% deployment was in line with medtronic best practices, which state that any deployment inside of the 1-5mm range is feasible for deployment. Although there is no evidence provided of the valve migration into the ventricle, image confirms a deep implant. There was not enough procedural evidence to determine the exact mechanism of the valve migration. However, additional information that was provided stated that valve sizing was determined by magnetic resonance imaging (MRI) and a non-contrasted computed tomography (CT). This is not medtronic best practice to determine annular size. The standard for annulus measurement is a gated, contrasted CT scan. Paravalvular leak (pvl) is a known potential adverse effect per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Sizing error may have been a contributing factor. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. It is likely that the post-bav and sizing may have been contributed to the dislodgement. Dislodge events are typically not related to a device malfunction. A 30 mm z-med balloon was used for post-bav. Per the IFU, the largest diameter used should be 28mm for complaint and semi-compliant balloons or 25mm for non-compliant balloons. The device history record (DHR) review was performed on the device and all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and device met specifications. No deviations referenced on the DHR were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.